Event description:
The customer reported obtaining false positive troponin I (accutni) results for eleven (11) patients. Nine (9) of the results were above the acute myocardial infarction (ami) cutoff and two (2) were in the stratification range. The results were generated on an access 2 immunoassay analyzer, used in conjunction with access accutni calibrators (lot 112817) and accutni reagent (lot 222930). The results were reported out of the laboratory. The customer discovered the issue when doctors questioned released results. The customer stated patients were either admitted to the hospital or placed on observation due to the erroneous results, but did not have information on any treatment changes. Repeat testing of the patient samples on the laboratory's other access 2 immunoassay analyzer generated lower results. Beckman coulter field service engineer (fse) assessed the unit at the facility. This MDR reports data for patient nine (9).

Manufacturer narrative:
Quality control (qc) data provided by the customer indicates that multiple qc results were flagged as higher than the laboratory's established limits on (B)(4), 2012. The customer repeated qc until an acceptable value was obtained and continued without troubleshooting. A system check performed on (B)(4), 2012 failed the unwashed portion of system check. A repeat of the unwashed portion passed within specifications. Beckman coulter field service engineer (fse) identified multiple hardware concerns and replaced several parts related to fluidics and reaction vessel mixing. Related mdrs: 2122870-2012-01922, 2122870-2012-01923, 2122870-2012-01930, 2122870-2012-01931, 2122870-2012-01932, 2122870-2012-01933, 2122870-2012-01934, 2122870-2012-01935, 2122870-2012-01936, 2122870-2012-01937, 2122870-2012-01938.